Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that the sensor membrane was damaged and the level sensor was not functional. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) verified the level sensor damage. He replaced the alarm level sensor and performed verification/release testing. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
(B)(4). The field service representative (fsr) visited the hospital and inspected the level sensor. He discovered that the alarm level sensor's polyurethane cover had been damaged either by using the wrong gel or by using an abrasive type cleaning agent. Photographs of the damaged sensor were provided. The perfusionist stated that the level sensor still works. The fsr cannot replace the level sensor unless the hospital's biomed authorizes it.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the alarm level sensor pad was worn out. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.